Event description:
The customer reported being hospitalized due to high blood glucose and strep throat. The blood glucose reading at time of call was 256mg/dl. The customer stated that his glucose level was fine until he got the strep throat while being on vacation. The customer went to the hospital and his blood glucose was stable. Then as soon as the customer got home he started having high blood glucose and checked into the hospital again. The customer was released and when he measured his glucose, he noticed that his glucose level rose again, and went to the hospital for the third time. The customer was experiencing high glucose for the past nine days. Troubleshooting was performed. The time, date, and programming were correct. Performed a high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.